Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 90-103mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 135mg/dl and 133mg/dl. Reviewed meter memory: 1: 243mg/dl 08/05/2015 06:28:00 pm fasting:yes; 2: 117mg/dl 08/05/2015 06:26:00 pm fasting:yes; 3: 139mg/dl 08/05/2015 06:07:00 pm fasting:yes; 4: 148mg/dl 08/05/2015 06:06:00 pm fasting:yes; 5: 143mg/dl 08/05/2015 03:45:00 pm fasting:yes. Customers concern:customer is concerned with the results of 243 mg/dl and 117 mg/dl and customer states that the difference is too high. No adverse event reported.